Event description:
A malfunction was reported on the pump, but no notable events occurred prior to the malfunction, and the customer's blood glucose level did not exceed 500 mg/dl. The customer was advised by technical support to put the pump into storage mode and return it using a pre-paid label. A replacement pump was sent to the customer from cts. Customer will continue to use current pump for insulin therapy.